Manufacturer narrative:
At the time of this report, the patient was recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and elevated white blood cells. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event of peritonitis. The patient was treated with gentamicin (details not reported) and ciprofloxacin (details not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital. The patient outcome was not reported. The action taken with pd therapy was not reported. No additional information is available.